Event description:
Additional information: it was reported by a healthcare provider (hcp) that the patient had to relocate because "she was so sick". The patient "wound up" in the hospital and the physician that she originally saw would no longer see her nor would any other practice "within a 100 mile radius". The reporter stated the patient had "a pump that was all but turned off from the hospital" and could not find anyone to see her. The hcp was continuing to seek out a new physician to manage the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found with respiratory distress and cyanotic on two occasions. Patient had episodes on (B)(6) 2012 and (B)(6) 2012, both following pump refills. As of (B)(6) 2012, the patient was still intubated in the intensive care unit. On (B)(6) 2012, a home nurse had filled her pump and was ordered to increase her medication by 10%, which she did. The patient was in a simple continuous pump setting with the increase. It was later reported on (B)(6) 2012 that prior to the two respiratory distress incidents, the patient was on dilaudid. When the patient relocated and picked up the new healthcare provider, they switched the patient to morphine. Reporter stated that the "patient has experienced complications as a result" and that the "patient is allergic" to the morphine. Since the switch from dilaudid to morphine, the complications had included the two hospitalizations for respiratory failure. The healthcare provider believed that the complications were due to the medication, so the pump was turned down to a minimum rate while the patient was in the hospital intensive care unit. Following the last respiratory distress episode on (B)(6) 2012, the healthcare provider had dismissed the patient from their practice. The provider stated that the "patient had complex pain that needed to be monitored more closely and recommended the patient find a physician that was closer". The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had no pain control. It was reported that a physician suspected the cause of the problems was the medication, not the pump. The connection of the physician to the patient was unclear as the physician was not named. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product typ programmer, patient. Product ID 8709sc, lot# n255071003, implanted: 2010 (B)(6), product type catheter, product ID 8590-1, lot# n253508, implanted: 2010 (B)(6), product type accessory. (B)(4).